Manufacturer narrative:
Additional information received by smiths medical on 30-sep-2020 via email that the issue was found during testing and no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed downstream occlusion testing. There were no reported adverse events.